Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic rt donor nephrectomy, the device was unable to fire. They opened a new device to complete the case and resolve the issue. The patient is alive with no injury.

Manufacturer narrative:
Evaluation summary : post market vigilance (pmv) led an evaluation of one reload. The visual inspection of the returned product noted that the reload was pre-fired and engaged in interlock. During functional testing, the reload was loaded into a post market vigilance instrument, the interlock was overridden, and the reload was then applied to test media. All staples were placed and the test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.